Manufacturer narrative:
(B)(4). Date sent: 06/04/2025. Corrected data: h6: (medical device problem code, type of investigation). An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4). Date sent: 03/19/25. D4: batch #unk. A manufacturing record evaluation was performed for the finished # (B)(4), with lot/batch #c9dd0c, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, they lost power after the stapler fired and completed stapling and cutting as it did not retract all the way back. They pressed the home button, but there was a loss of power. Replaced battery, and still no power. Manual override was used and the stapler was removed successfully. A new one was opened to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.